Manufacturer narrative:
Device evaluation: the complaint issue was described as "the screen does not show an image and none of the features work when camera is plugged in." The customer returned their tc201us (serial number: (B)(6)) and tc304us (serial number: (B)(6)), which were tested together. The customer's complaint was verified. The ccu system was found to be intermittently unresponsive to button functionality and sometimes it would fail to display an image with a test fixture camera. A visual inspection of the tc304us camera receptacle found worn contact pins and contamination which is consistent with the customer's reported complaint. Ultimately, the customer's complaint stems from a contaminated and worn tc304us camera receptacle, which requires a motherboard replacement. No functional issues were detected with the tc201us, which just received a motherboard replacement in july of 2025. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID:(B)(4).

Event description:
It was reported that "when plugged in the camera to the box the screen does not show an image and none of the feature's work". No negative impact in state of health reported. Cross reference MDR: 2027009-2025-02382.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID: (B)(4).